Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the infusion set tube came apart from the quick release connection. Reportedly, there were no pull marks on the tube and the pump was not dropped. No further information available.